Manufacturer narrative:
Customer returned pump for an alleged blank display and no communication between the pump and mobile device found on (B)(6) 2022. The pump passed the displacement test, active current test, sleep current test and self test. No blank display noted during testing. Successfully downloaded history files and traces using thump. Android phones were able to connect with the pump successfully. Apple phones were not able to connect with the pump successfully due to moisture damage on pcba 1 and pcba 2. Pump was cut open to perform visual inspection and found evidence of moisture damage¿on the pcba 1 and pcba 2. No physical or moisture damage on the motor assembly or force sensor.¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, label damage (stained). Customers alleged no communication between pump and mobile device was confirmed through apple devices due to moisture damage on pcba 1 and pcba 2. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had a communication issue between the pump and mobile device. Troubleshooting was performed and the issue could not be resolved. No harm requiring medical intervention was reported. The customer will continue the use of the device and was returned for analysis.